Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: efficacy of the current of injury in envisaging the dislodgement of leads implanted in the right atrial septum or the right ventricular septum. Pacing and clinical electrophysiology - pace. 2019:1-7. Doi: 10.1111/pace.13666. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead dislodgement when implanted in the right atrial (ra) septum of the right ventricular (rv) septum. It was reported that of 63 ra lead implants, lead dislodgement occurred 5 times post-operatively which were intervened on and ultimately successfully placed. It was also noted that one patient experienced an infection which resulted in explant of their ra lead. Of 114 rv implants, 2 rv leads had dislodged post-operatively and were ultimately successfully placed via an interventional surgery. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Aside from the infection event, the leads remain in use. No further patient complications have been reported as a result of this event.